Event description:
It was reported that the device failed the user test and that an error code was logged in memory indicating a potentially critical failure. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was that a capacitor, designator c539, was shorted.